Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was bent approximately 113.0 cm from the proximal end. The introducer sheath and the pusher assembly within were kinked 131.0 and 142.0 cm from the proximal end of the pusher assembly. The embolization coil was intact the pusher assembly and compressed on the proximal end. Conclusions: evaluation of the returned device revealed the pusher assembly and introducer sheath were kinked. This type of damage typically occurs due to improper handling during use. If the pc400 coil is forcefully manipulated during insertion into a catheter, damage such as this may occur. The damage found on the pusher assembly and introducer sheath likely contributed to the inability to advance the pc400 coil through the balloon microcatheter. Further evaluation revealed the embolization coil was compressed on the proximal end. This damage likely occurred due to forceful advancement of the pc400 coil while the pusher assembly and introducer sheath were damaged. The balloon microcatheter mentioned in the complaint was not returned for evaluation. Pc400 devices are 100% functionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician advanced another manufacturer's balloon microcatheter towards the target vessel, then advanced a pc400 coil through the microcatheter and successfully deployed and detached the coil in the patient. While attempting to place the next pc400 coil, the physician was unable to advance the coil completely through the microcatheter. Additionally, the physician did not experience any resistance and did not apply force while advancing the pc400 coil through the microcatheter. Thereafter, the pc400 coil was removed and the procedure was successfully completed using new pc400 coils. There was no report of an adverse effect to the patient.